Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that caregroup/overview alarms were not being provided from all beds. Bed to bed alarms did not operate as expected for all beds. The device was in use monitoring patients.